Event description:
It was reported that during a generator replacement procedure the left ventricular lead came out when the other leads were removed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking. Visual analysis noted apparent explant damage.